Manufacturer narrative:
The device history records (DHR) for the device was reviewed. The associated device was released based on company acceptance criteria. Attempts have been made to obtain additional patient information; however, at this time no additional information has been received. Diffuse lamellar keratitis is a known complication of refractive laser surgery. Possible contributors could be related to a tissue reaction to the surgical procedure, and/or contaminated instruments. The root cause could not be determined conclusively. (B)(4).

Event description:
An optometrist reported a patient with stage one diffuse lamellar keratitis (dlk) in the left eye at one week post lasik procedure. Reporter indicated topical steroid eye drop dosage was increased, and patient will be monitored. Attempts have been made to obtain additional patient information; however, at this time no additional information has been received.

Manufacturer narrative:
(B)(4).

Event description:
Upon additional follow up, reporter indicated the patient issue is resolved.